Event description:
It was reported that the post-op evaluation showed the right atrial (ra) lead had increased thresholds and decreased sensing. Under fluoroscopy the lead did not appear to have moved however, the physician decided to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).